Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
It was reported that the customer's blood glucose reached 287 mg/dl after wearing the pod between 36 and 48 hours. It was also stated that the cannula is bent. The patient's blood glucose, carbohydrate, and insulin history is as follows: time: 6:23pm, bg(mg/dl): 193, cho(g): 9, bolus(u): .85. 7:08pm, 182, 50, 8. 8:22pm, 234, -, 2. 9:06pm, 215, - , 1.05.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No kink or bend was observed in the cannula. The pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction; its root cause could not be determined. No defect or deficiency that would have contributed to reported high bg was found.